Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned with the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed and the distal tip articulated without issue; a spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel and the distal cap was removed. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was then cut open to expose the working channel sleeve and the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the proximal end of the working channel sleeve appeared attached to the pebax. The working channel sleeve did not fall out and was peeled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal end of the pebax covered in white and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the right intrahepatic duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while using the spyscope ds into the right intrahepatic duct, it was noticed that the biopsy channel protruded out from the tip of the spyscope ds. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.